Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence and the cuff became oversized due to atrophy. The aus was explanted. There were no additional patient complications reported.